Manufacturer narrative:
The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm aortic valve was explanted after an implant duration of three (3) years, six (6) months due to stenosis. The explanted valve was replaced with a 19mm valve. The patient status was reported as recovering. Per the reported information, there was no problem at the initial implant surgery. However, an increase in pressure gradient (50mmhg) was observed immediately after the valve was implanted. The doctor determined at that time that it was not caused by the valve. During follow-up, the pressure gradient gradually increased, and the doctor decided to perform redo avr when 100mmhg was observed. Upon the valve explant, pannus growth was observed at inflow aspect of the valve. The surgeon commented that the increased pressure gradient was most likely due to the patient anatomy, such as the shape of the left ventricle, but that a causal relationship between the device and the event could not be completely ruled out either.

Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.